Event description:
The device was applied during a vats lobectomy procedure. Reportedly, bleeding was observed.

Manufacturer narrative:
10/03/96-submission of supplemental report with device evaluation indicated and entered in h-3 and h-6.